Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received failed self-test alarm. The customer's blood glucose was unknown at the time of incident. The customer performed self test and the insulin pump failed. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump alarmed during self-test due to faulty connector on faulty force sensor. The esc button responded intermittently due to flattened button dome switch. No unlock on lcd keypad connector noted. Pump unable to download due to alarm. The insulin pump passed idle current test, run current test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.